Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient with previously implanted 25mm epic supra valve, underwent a pulmonic valve-in-valve procedure with a 26mm sapien ultra valve. As reported, the operator decided to move forward with procedure after doing all of the pre work up. The lundquist wire was placed into the right pulmonary artery (rpa) and in good position. The physician had placed a 12fr sheath into the patient for valve fracturing prior to new valve. The balloon was inserted and passed through the valve and a 24mm vida balloons was used to fracture. After a 20fr x 65cm was inserted into the patient and passed through the valve. The 26mm sapien 3 ultra valve was introduced into the sheath and passed through the sheath. After exiting the sheath, it was mounted in the rpa. The physician mounted the valve and had no issues. The tension was released on the system and backed the non-edwards dryseal sheath down below the surgical valve. The physician noticed tension as then started backing the commander delivery system. After relaxing for a second and then manipulating the wire the system came down to deployment area. After moving the flex catheter back, the physician decided to deploy. After starting to inflate with nominal volume, it was noticed that no inflation and all the contrast gone in the atrion. It was realized that the balloon was ruptured. The operator was asked to stop an explained that the team should remove everything as a system including the dryseal. The physician started to walk the delivery system and sheath out and had tension on the system once in the distal inferior vena cava (ivc). No difficulty mounting the valve on the balloon. Normal routine for mounting was completed. There the operator stopped and advanced to ensure everything was ok. The operator then started again to back the system out and was able to move the entire system down to the access point. At this point the valve then became stuck at the venous access point. The operator stopped and called in a vascular surgeon. The vascular surgeon came in and made a small incision at the groin to remove. After removal of the system and valve, which was cut off the wire from by the vascular surgeon, more bleeding was noticed. The issue was superior to this on the right common iliac vein. The surgeon then made a second incision above, where this is to find that the iliac vein was severely damaged resulting in a bypass graft being put in. The patient was stable but did not get a new sapien valve. The delivery system was cut apart coming out, but the end piece and valve are going to be returned.

Manufacturer narrative:
Supplemental report submitted to include preliminary pre-deco observations per device return. Updated d9, h3, and h6 - type of investigation. Per additional follow up, the balloon was started to inflate and noticed that it was not going up along with the contrast was blowing out. All inflation volume was gone. The balloon was cut during removal as the surgeon had grabbed a hold of the balloon to cut the system out. The additional part of the balloon and valve where discarded. Per preliminary pre-deco observations: crimped valve and distal balloon returned only. Approx. 4'' of distal balloon end was returned. Balloon single wall measurements taken and single wall thickness measurements met specifications. The balloon appeared to have burst radially remainder of balloon and delivery system were not returned. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of delivery system leakage was unable to be confirmed as no applicable imagery or device returned for evaluation. However, the complaint withdraw difficulty was confirmed based on imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For the complaint of delivery system leakage, as reported, ''the tension was released on the system and backed the dryseal down below the surgical valve. The physician noticed tension as she started backing the commander. After relaxing for a second and then manipulating the wire the system came down to deployment area. After moving the flex catheter back, the physician decided to deploy. After starting to inflate with nominal volume, it was noticed that no inflation and all the contrast gone in the atrion. It was realized that the balloon was ruptured. Additional follow-up: leak was noticed when valve was in place for deployment and tech started to inflate.'' In this case, it is possible that the user may have manipulated the delivery system with additional forces to overcome the tension experienced while pulling back the flex catheter and potentially led to the leakage, causing contrast medium to escape instead of inflating the balloon properly. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. For the complaint of withdraw difficulty, as reported, ''the operator then started again to back the system out and was able to move the entire system down to the access point. At this point the valve then became stuck at the venous access point. The operator stopped and called in a vascular surgeon. The vascular surgeon came in and made a small incision at the groin to remove. After removal of the system and valve, which was cut off the wire from by the vascular surgeon, more bleeding was noticed.'' Imagery showed the evidence of bunching inflation balloon with crimped valve, which may have altered the balloon profile. In this case, withdrawal of an altered balloon profile could have caused the thv being exposed and caught on the vasculature/sheath during withdrawal, resulting in withdrawal difficulty. As a result, a surgical intervention was performed to remove the whole system. As such, available information suggests that procedural factors (withdrawal of balloon with altered profile) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include device return and product evaluation completion. Added h6: type of investigation and investigation findings codes. Updated h6: investigation conclusions codes. Update h11: manufacturer narrative. The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated and following was observed: the inflation balloon appeared to be torn radially, most likely happened during system removal. It was reported that the surgeon had to cut the rest of the balloon to retrieve the system. The remaining balloon, including the crimp balloon, was not returned and discarded by the field. The inflation balloon single wall thickness was measured along the edges of the damaged area and the measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints balloon leak withdraw difficulty were confirmed based on provided imagery and returned device evaluation. Product evaluation shows that the returned portion conforms to specifications. Although the crimp balloon was not returned for evaluation, review of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. In addition, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation, indicating it was free from damage upon opening. For the complaint of balloon leak, as reported, ''the 26mm sapien 3 ultra was introduced into the sheath and passed through the sheath. After exiting the sheath, it was mounted in the rpa. The physician mounted the valve and had no issues. The tension was released on the system and backed the dryseal down below the surgical valve. The physician noticed tension as she started backing the commander. After relaxing for a second and then manipulating the wire the system came down to deployment area. After moving the flex catheter back, the physician decided to deploy. After starting to inflate with nominal volume, it was noticed that no inflation and all the contrast gone in the atrion. It was realized that the balloon was ruptured. Additional follow-up: leak was noticed when valve was in place for deployment and tech started to inflate.'' Per the applicable training manual (s3 with pulmonic position), users are instructed to perform valve alignment during system preparation when paring with a gore dryseal sheath. Additionally, the IFU highlights the potential risks associated with performing valve alignment in non-straight section of the anatomy. In this case, the physician conducted valve alignment within the patient at a bend in the rpa. Although no valve alignment difficulties were reported, performing valve alignment in a non-straight section may require higher alignment forces, potentially stretching or weakening the integrity of the balloon material. Furthermore, the tension felt when retracting the delivery system to position the valve in the landing zone suggests that the valve may have interacted with the existing surgical valve. It is possible that the device manipulation to overcome the tension may have compromised the balloon, leading to leakage upon deployment. As such, available information suggests that procedural factors (off-label use and device manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the complaint of withdraw difficulty, as reported, ''the physician started to walk the delivery system and sheath out and had tension on the system once in the distal inferior vena cava (ivc). The operator then started again to back the system out and was able to move the entire system down to the access point. At this point the valve then became stuck at the venous access point. The operator stopped and called in a vascular surgeon. The vascular surgeon came in and made a small incision at the groin to remove. After removal of the system and valve, which was cut off the wire by the vascular surgeon, more bleeding was noticed. A second incision was made, and a bypass graft was installed.'' The provided imagery showed evidence of balloon bunching with a crimped valve, as well as a severed distal end, suggesting that withdrawal difficulties may have occurred. In this case, altered balloon profile, possibly due to balloon damage or leak, could have led to the system becoming caught within the vasculature or sheath during withdrawal. As a result, a surgical intervention was performed to remove the whole system. As such, available information suggests that procedural factors (withdrawal of balloon with altered profile) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.